Event description:
Complainant alleged that during biomed testing the device displayed a "test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp for eval. Instead, the suspect bridge board was returned. Extensive testing of the module was unable to duplicate the reported malfunction. However, we did find an open optocoupler which may have contributed to the reported malfunction. Zoll recieved info indicating the replacement of the module corrected the reported malfunction.